Event description:
The affiliate reported: foreign matter (hair like material) was found in the package before use. There was no surgical delay and this was not the patient related matter.

Manufacturer narrative:
It was noted upon review of the product code 80-1189 that the incorrect baseline information was reported on the initial medwatch. A follow-up is being submitted to correct the information for this product code.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the tubing set was received in the original unopened package. Visual evaluation revealed that there is what appears to be a dark hair in the sealed package containing the tubing. This finding is consistent with manufacturing and/or packaging processes. It is likely that this hair was introduced during the manufacturing/packaging processes. The codman manufacturing department was notified of this discrepancy. Evaluation performed by the supplier/cea revealed the following: review with manufacturing manager revealed a tube set was recently found with a black hair inside the bag prior to any processing by cea this was found in late june and was documented to account manager verbally and by e-mail. Evidence indicates that material provided by the supplier to cea can have foreign material. Based on the evidence corrective action should be a scar issued to the supplier for action to address observed issues. Codman quality supplier group was forwarded the cea report and will follow up on this request. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.